Event description:
The user reported that after a planned upgrade of the pump control software, the centrifugal pump's actual rotation rate was approximately 4% higher than the rate set by the speed control. No patient was involved in this event, consequently there were no adverse health outcomes.